Manufacturer narrative:
E1: patient city: (B)(6). Patient country: finland. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that patient experienced high blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was 18 mmol/l and treated it via pump. The blood glucose (bg) was high for more than four hours. No further information available.